Event description:
International customer reported, that the cap of the trocar was too tight and could not be removed. The surgeon cut his finger in attempt to remove the cap. No medical or surgical intervention was required to address this event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly.